Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual observation revealed that the inner shaft was disassembled from the device and not in it's intended place. Therefore this complaint can be confirmed. However, no other anomalies were observed on the device. The inner shaft was assembled into the device and when tested for its functionality, the device was fully functional and cuts the sutures as intended. We cannot determine a root cause for the reported failure, however, the information provided states that the failure was found during inventory and no case involvement. It is possible that the device could have been dropped, hence causing the inner shaft to dislodge out of it's intended space. Furthermore, the lot number on the device was slightly faded. Hence, a manufacturing record evaluation was not performed as the lot number was not entirely legible. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number is unknown.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The lot number is currently unavailable. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the sales rep via phone that while inspecting his inventory, it was observed that cord cutter device was broken into two pieces. The sales rep did not know how the device broke or when it broke, but stated all pieces were accounted for. There was no case involved when the issue was discovered; therefore, no patient involvement or surgical delay. The sales rep could not provide a lot number. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.